Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening striated on radius side assessed as surgical damage. ¿ calcification: not observed ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ malposition: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported rupture and capsular contracture baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare provider reported rupture and capsular contracture baker grade iii. The device has been explanted. This relates to the right side.